Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection a brown loose foreign particulate was observed inside the primary sealed packaging not touching the product. Inspection under magnification verified loose brown fibrous foreign matter approximately 1.00 centimeters in length possibly of cardboard material which was not in the fluid pathway. The reported condition was verified. The cause was not determined; however, the most probable cause was due to packaging during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination within the sterile packaging of an exactamix syringe inlet. The pm was described as, ¿or stem particle inside the unopened sterile 176 inlet tubing bag¿. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.